Event description:
The customer reported the device failed the paddles patient contact indicator (pci) test. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the device failed the paddles patient contact indicator (pci) test. There was no report of patient involvement. The local philip's representative evaluated the device and resolved this failure by replacing the paddle set and paddle pocket clips.